Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The ventilator was returned to the manufacturer for evaluation. Review of the ventilator diagnostic log noted a vent inop occurrence. Evaluation of the ventilator revealed an overvoltage protection circuit disabled a voltage supply which would stop the blower motor from operating, resulting in an immediate vent inop condition with full alarm audio and visual indications. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient.